Event description:
It was reported that the colonovideoscope had a snowflake screen. The issue occurred during inspection for use for an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause for the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.